Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/09/2018. Retain and return product was tested and functioning according to specification.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 1.55 on a (B)(6) female patient with chest pain. The customer states the patient was discharged. Five attempts were made to obtain information but to no avail. There was no additional patient information at the time of this report. I-stat 1.55, lab >0.02. There are no injuries associated with this event. The investigation is underway.